Event description:
Info received indicates the bed cannot be locked into trendelenburg.

Manufacturer narrative:
The tech isolated the issue to the trendelenburg gas springs and a missing screw and nut from the right trendelenburg follower. He replaced the trendelenburg gas springs, screw and nut from the right trendelenburg follower to repair the bed.